Event description:
It was reported that the right atrial lead exhibited failure to capture. It was discovered that the lead dislodged. During the procedure, the lead was attempted to be repositioned however the helix was unable to extend. The lead was explanted and replaced. The patient was discharged.